Manufacturer narrative:
Section a2, a4 and a5: information unknown/ not provided. Per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b3 - date of event: date unknown, as information was requested but not provided. Section d6a - implant date: not applicable, as there is no indication that the lens was implanted. Section d6b - explant date: not applicable, as there is no indication that the lens was implanted. Section e1 - telephone number: (B)(6). Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) has a broken haptic. There were no surgical or medical interventions due to this problem. Through follow up we learned that it is unknown if the lens was in contact with the patient. No additional information was received.